Event description:
It was reported the patient presented to the emergency room complaining of vibrations felt around the implantable cardioverter defibrillator (ICD). No changes or interventions were reported. There were no patient consequences.